Event description:
A malfunction alarm was reported with a code indicated as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with information by technical support to reset the pump, and the issue did not recur after resetting. It was advised that the customer could continue using the pump and was instructed to call back if any further issues arose.